Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep repeated the event. They programmed the ins prior to the procedure but after the ins was implanted, they were unable to measure the impedance as the communicator could not find the device despite several attempts. They then brought in a different device to troubleshoot but they still couldn't establish a connection with either unit. They contacted technical services and turned the or lights off and moved any nearby equipment away from the patient. Once they did that, they were able to run the impedance, and everything functioned correctly. Only one device was opened and implanted during this case. The cause was determined to be the interference with other or equipment. The device was implanted in the patient, was programmed, and everything ran as usual.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller indicated that they had connected to the ins and the healthcare provider (hcp) put the ins in the pocket. The caller attempted to run the impedances and got a message that the device was not responding. The hcp attempted to move the ins and they tried to connect to the ins multiple times but were unsuccessful. The caller tried to connect to the patient's previous ins and they were unable to connect, the caller was able to connect to the ins prior to the case. The caller got a second new ins and were unable to communicate with the device while in the or. During the call the hcp turned off the or lights. The caller tried to connect to the ins that was still in the box and confirmed that they were able to communicate. The caller used the clinician application to connect to the ins was newly implanted and they confirmed that they were successfully able to connect to the ins.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.